Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device drive assembly is broken. There was no patient involvement.

Event description:
The customer reported that the device drive assembly is broken. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08oct2008 to the present date 12jan2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, front cover, rear case, lt handle, barrel clamp, wiper seal, flange gripper retainer, sleeve drive, top disk holder, carriage block assy and lt/rt iui. Performed calibration. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10/08/2008 to the present date 01/12/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the carriage assembly. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1604765 for rear case, ca-2018-0161 for iuis.

Event description:
The customer reported that the device drive assembly is broken. There was no patient involvement.